Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced an elevated blood glucose (bg) level of over 600 mg/dl and manual injections were used to correct. Supply changes were performed resolving the occlusions.